Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a non-dehp flo-gard solution administration set in which the nurse found the spike was broken was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed that the chamber's spike was broken. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A nurse of the facility reported to baxter (B)(4) of a non-dehp flo-gard solution administration set in which the nurse found the spike was broken. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.